Event description:
Pta was being performed on a 99% de novo lesion in the mid lad with slight tortuosity. The lesion was moderately calcified. The radial approach was chosen for the procedure. After pre-dilation was conducted with a 2.0/20mm magna balloon, a 2.5x18mm cypher stent was delivered to the target lesion. When the sds was inflated up to 13atm, blood was withdrawn back into the inflation device, and the physician confirmed the balloon rupture ( inflation time was unknown). The stent was deployed, but because the stent was under-dilated when observed under cag and ivus, post-dilation was conducted with another balloon (kongou: 2.5/15mm). The stent was sufficiently dilated, and the procedure was successfully finished. There was not patient injury reported. The product was clinically used and will not be returned for analysis due to the patient's infectious diseases. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.